Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, self test and active current measurement. However, the pump failed the sleep current measurement due to moisture damage on the electronic assembly.

Event description:
Information received by medtronic indicated that they received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. This was not the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. Customer reported they received low battery alarm or short battery life and failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.